Manufacturer narrative:
The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error messages sf140 and sf179 related to a alarm priority and the super capacitor respectively. There was no patient involvement.